Event description:
According to the available information, the patient stated that one of the cylinders is pushing against the tip of his penis [impending erosion]. The patient's urologist advised that he has to keep his implant deflated or else it could push through the penis and cause an infection. The patient is going to be seeing a different urologist to have revision surgery.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed to be associated. Coloplast has not received information that the device has been explanted at this time. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. Coloplast has not received information that the device has been explanted at this time. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to mw5170047: patient had a penile prosthesis implant in 2019. Last year patient was diagnosed with a faulty penile pump with pump erosion. There are two cylinders in the pump and one cylinder is pushing out against the patient's skin. The issue flares up once the pump is inflated. Patient states the prosthesis is a recalled device. Recall status was established (B)(6) 2021. Recall number is z04882021. Patient states the manufacturer failed their obligation to notify all patients. Patient perceives that the device could have been faulty from the start with an expiration/used by date of july 8, 2024. Since 2024, patient has been seen by doctor and patient is having a revision surgery where the implant is being replaced by a boston scientific prosthesis. Patient has hypertension, hypothyroidism, anxiety, and post-traumatic stress disorder. Patient also has prostate cancer in remission and had prostate removed in 2024.